Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Nail fracture at the site of the femoral neck screw (left thigh). Intraoperatively during the revision surgery, pre-op. Also on CT no material break found. Surgical delay of 45min. Not longer. Removal of the broken nail and implantation of a new device.

Event description:
Nail fracture at the site of the femoral neck screw (left thigh). Intraoperatively during the revision surgery, pre-op. Also on CT no material break found. Surgical delay of 45min. Not longer. Removal of the broken nail and implantation of a new device.

Manufacturer narrative:
Device was implanted in (B)(6) 2019 and explanted due to reported pain by patient in (B)(6) 2019, meaning approximately 5 months of implantation. Patient was reported to be ¿very active¿ post surgery. The device inspection revealed the following: visual inspection reveals rough surface at shear point on the nail consistent with and instant break. Severe abrasion also detected on the set screw at a position coinciding with severe abrasion on the lag screw at the final resting position of the set screw after insertion. The re-assembled device (nail with set screw and lag screw) do not re-align seamlessly. Set screw pushes against lag screw when device is re-assembled. The re-assembled devices without the lag screw align seamlessly. Severe abrasion on thread of distal locking screw and distal locking screw hole on the nail is attributed to impact of distal locking screw on nail at the position of the distal locking screw hole. It is reported that the breakage on the nail was not observed in CT scan prior to explantation on (B)(6) 2019. CT scan of (B)(6) 2019 which was provided shows the nail was indeed broken prior to explantation. Root cause is attributed to over-torqueing the set screw against the lag screw leading to tension on the lag screw hole and a reasonable amount of axial load on the device (due to the reported ¿very active¿ nature of patient post surgery) was sufficient to break the device. Inserting the distal locking screw against the distal locking screw hole led to additional lateral load applied on the nail at the distal locking screw hole by the distal locking screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.